Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h3,h4,h6,h11. Corrected section: d4 UDI#. The device was returned to the factory for evaluation on 09/29/2025. A investigation was conducted on 10/07/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. A reference power cord was plugged into the power supply and the device was switched on. The green lights on the power supply were flickering, indicating insufficient power was being delivered to the device. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, hp2, cable, and power supply vh-3010 at level 3.0. The device did not pass the pre-cautery test. No visible steam or heat was produced when the device was activated and a tone was not audible from the power supply upon activation. No additional testing was conducted due to the harvesting device not being powered on. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was confirmed. A manufacturing engineer evaluation was conducted on 07/30/2025. The complaint was confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc low current output: 4.0 amps dc +/- 0.05 amps dc high current output: 6.0 amps dc +/- 0.05 amps dc the complaint vasoview hemopro power supply was tested using a fluke multimeter model 8846a (bmram ID# (B)(4) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage output: 0 vdc (failed test) low current output: 0 amps dc (failed test} high current output: 0 amps dc (failed test) the complaint vasoview hemopro power supply failed all three output tests as indicated by the power led flickers. Based on the manufacturing engineering evaluation, the reported failure " failure to deliver energy" was confirmed. A supplier investigation was conducted. The ups is non-functional when powered on. Lights were on but flashing, indicating insufficient power. The device could not be operated with the hemopro tool. Investigation of the boards found no issue with either the analog (prt0402) or digital (prt0403) boards. Output voltage originating from the internal power supply (prt0108) was below the 5.5 vdc specification when powered on. Further inspection of the ips, revealed a cracked c18 capacitor that was preventing the output voltage from reaching the correct specification. There is no root cause on what caused the cracked capacitor. Ips boards are designed by bear power supplies and require further investigation from them in order to fully understand source of the cracking. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that before the procedure, t.w. Power supply would not connect or burn. It failed to cut/seal and failed to deliver energy. They tried different pig tails and connections, and it still is not functioning. A new device was used to complete the procedure. There was no patient harm.